Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit notified gas loss. There was no patient harm reported.

Manufacturer narrative:
Addition information: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit have a gas loss message. A getinge field service engineer (fse) investigated the customer's complaint with gas loss message. I could not reproduce the customer complaint gas loss in circuit. I did verify the alarm in the logs. Functional tested and found a second issue. The helium leak test was failing. Replaced helium gauge tubing line but found the helium tank was the cause of the helium leak. Replaced tank with a known good tank. No harm to patient. Functional tested without any further issue or failure. All service data was performed on maintenance (B)(4). Completed pm with all functional and safety tests per manufacturer specifications. The defective components were received for further investigation. The final investigation has been completed by failure analysis and testing department. Retaining the helium gauge tubing in the failure analysis and testing department per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit notified gas loss. There was no patient harm reported. The patient information is unknown

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit notified gas loss.